Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified proximal stent damage. Stent strut row 1 was misaligned. Solidified blood was present within the guidewire lumen. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. The device was used in a high amount of vessel tortuousity. The dfu contraindicates lesions involving arterial segments with highly tortuous anatomy. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The de novo, concentric, 18x2.5mm, 95% stenosed lesion being treated contained a significant bend and was located in the moderately tortuous, moderately calcified ramus. The physician pre-dilated with a 2x10mm non-bsc balloon. Then the physician advanced the 32x2.50mm taxus liberte stent delivery system (sds) to the target lesion, however the sds was unable to cross the lesion. Upon withdrawal of the sds the unspecified guide catheter became stuck on the device and proximal stent damage occurred. The procedure was completed with a 2.5x20mm taxus liberte. No patient complications were reported and the patients status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The de novo, concentric, 18x2.5mm, 95% stenosed lesion being treated contained a significant bend and was located in the moderately tortuous, moderately calcified ramus. The physician pre-dilated with a 2x10mm non-bsc balloon. Then the physician advanced the 32x2.50mm taxus liberte stent delivery system (sds) to the target lesion, however the sds was unable to cross the lesion. Upon withdrawal of the sds the unspecified guide catheter became stuck on the device and proximal stent damage occurred. The procedure was completed with a 2.5x20mm taxus liberte. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).